Manufacturer narrative:
Batch review performed on 11 march 2025: lot: 2418029: (B)(4) items manufactured and released on 05/07/2024. Expiration date: 19/96/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 11 march 2025: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot: 2421846: (B)(4) items manufactured and released on 03/10/2024. Expiration date: 17/09/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: amistem p 01.18.403 amistem-p std stem size 3 (k173794) lot: 2409548: (B)(4) items manufactured and released on 25/06/2024. Expiration date: 10/06/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.154dh acetabular shell ø54 two-holes (k132879) lot: 2400291: (B)(4) items manufactured and released on 25/06/2024. Expiration date: 11/06/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary hip surgery on (B)(6) 2024. On (B)(6) 2025, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully.